Event description:
Pad was on consumer's lower stomach for approx 1 hr set on medium when consumer got up and noticed skin on stomach was red. Consumer developed a blister and rec'd rx from hosp where she was treated for 3rd degree burns to her lower stomach. Heating pad is ul listed. Device was purchased 5/97 and was 2 mo old. 7/27/97 consumer called and explained incident to dealer's manager (name unk), who told consumer to call MFR. Warning on side of box states: "to reduce the risk of burns, electrical shock, fire and accident, this product must be used in accordance with the following instructions. Do not use while sleeping. Do not use on an infant. This pad is not to be used on or by an invalid, paralyzed person, sleeping or unconscious person, a person with diabetes or a person with poor blood circulation. Do not use on areas with insensitive skin. Burns can occur regardless of control setting. Check skin under pad frequently to avoid burning and blistering. Place pad on top of and not on the part of the body needing heat. Burns can result regardless of control setting. This pad is provided with a removable cover. Never use pad without cover in place. Do not use in oxygen enriched environment or near equipment which stores or emits oxygen. Do not use other metallic means to fasten this pad in place. Do not sit on or against or crush pad. Avoid sharp folds. Never pull this pad by the supply cord and do not use this cord as a handle. Carefully examine end of cover before each use. Discard the pad if it shows any signs of deterioration, such as blistering or cracking. Use this pad only on a 110 to 120 volt ac circuit. Unplug when not in use. Do not tamper with this pad in any way. There are no user serviceable parts. If for any reason this pad does not function satisfactorily return to electric svc station address given in warranty. Do not use this pad with liniment salve or ointment preparation that contain heat producing ingredients." Rptr is still in pain and suffering now.